Manufacturer narrative:
(B)(4): during processing of this complaint, quality assurance attempted to obtain complete event information and patient status from the hospital, field contact or distributor.

Event description:
It was reported that the deflation of the device was not possible. Not patient effects were reported.